Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the base of the stapler, the anvil, could not connect well to the stapler. Another device was used to complete the case. There was no patient injury.